Manufacturer narrative:
Evaluated four open or used reservoirs. Performed pre-fill reservoir test. Found reservoirs and transfer guards no leakage anomaly during filling. Evaluated one open or used reservoir transfer guard not returned using a new lab transfer guard. Performed pre-fill reservoir test. Found transfer guard no leakage anomaly during filling. Evaluated one open or used reservoir. Reservoir was partially returned. Customer returned empty barrel only. I was unable to verify leakage anomalies to reservoir. Stopper plunger and set of o rings and transfer guard not returned. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that reservoir was leaking. Infusion set's cannula was bent. Leak occurred while filling from vial. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.